Event description:
2.0 mm cchs screw broke while inserting. This happened twice during the surgery was surgery delayed due to the reported event? --> yes,. Action taken when event occurred? --> second screw inserted and the removed. Third screw inserted successfully. Was procedure successfully completed? --> yes. Were fragments generated? --> unknown. If yes, were they removed easily without additional intervention? --> no. If no, explain: --> they had to use broken screw removal device. Patient status/ outcome / consequences -->. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown. Is the patient part of a clinical study --> unknown.